Event description:
There are "plastic pieces breaking from the aortic punch." It is unclear at this time if the plastic barrel of the punch is breaking or if the customer is seeing particulate matter. The product was saved and will be returned to quest for evaluation.